Event description:
It was reported that an alert/notification settings issue occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. A receiver charge test was performed and failed, as the battery did not charge fully. A receiver boot test was performed and passed. Functional tests were performed and the audio test failed. An alarm/alert manual test was performed and failed. An internal visual inspection was performed and failed due to an assembly error; it was noted the speaker installed tilted. Pictures were taken. The speaker and vibrator resistances were measured and passed. The receiver log was downloaded and reviewed finding no error related to the complaint. The allegation was confirmed. The probable cause was determined to be an assembly error. No injury or medical intervention was reported.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).